Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was interrogated prior to implant and found to have a decreased monitoring voltage and battery status. It was reported that this device was interrogated some months prior and then was not used in that implant procedure. Technical services provided information regarding how to properly turn off a crt-d with radio frequency (rf) capabilities after it has been interrogated and suggested the device be returned for analysis.